Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent episiotomy on an unknown date, and suture was used. Ten days after the procedure, the absorbable suture was not absorbed. There was a little pus at the spot of the first stitch, at which a little blood issued after its rupture. Disinfection, removal of the suture, and red light irradiation were given to the patient. Additional information has been requested.